Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with highly calcified anatomy, incomplete expansion of the valve occurred and resulted in moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was required. An annular rupture occurred during the post dilation. It was reported that native aortic calcification was the cause of the rupture. Emergency sternotomy and aortic root repair was performed and confirmed the aortic rupture. A surgical valve replacement was performed, and the patient subsequently died due to the annular rupture.